Event description:
It was reported that the capture control has turned off despite last successful measurement within 24 hours. The patient was booked into clinic for further investigation. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. Analysis revealed that the reason for the clinical observation was a number of loc >25 within 24h on the (B)(6) 2022. As a result, the ventricular pacing amplitude was set to 3v. This is a normal and expected device behavior. The root cause of the loc is not conclusively determinable. An intermittent problem of the rv lead is suspected. There is no indication of a pacemaker malfunction based on the available data. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data, a damage of the rv lead cannot be excluded. It was reported that the rv lead is not from biotronik.